Event description:
A customer reported an issue with the touchscreen of their pump, as it was frozen and unresponsive. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer attempted a pump reset with information provided by technical support, but the touchscreen remained unresponsive. Technical support could not replace the pump because the customer was out of warranty. The customer planned to contact their doctor for additional information and back-up therapy.